Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted. Prismaflex hf20 set ckt is similar to prismaflex hf20 set. Prismaflex hf20 set has been temporarily approved for use in the us under emergency use authorization eua(B)(4)to provide continuous renal replacement therapy (crrt) to treat low weight (8 kg to 20 kg) and low blood volume patients or patients who have acute renal failure, fluid overload, or both, and who cannot tolerate a larger extracorporeal circuit volume in an acute care environment during the coronavirus disease 2019 (covid-19) pandemic.

Event description:
It was reported an external fluid leak was observed originating from an unspecified location of a prismaflex hf20 set during prime. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: b5. B5: upon further information, the leak was clarified to be an internal leak and not external leak. An internal leak would be detected within seconds with a functional prismaflex/prismax machine and the machine will immediately enter a patient safe state to prevent further blood loss. Therefore, this event would not cause or contribute to a serious injury or death. Should additional relevant information become available, a supplemental report will be submitted.